Event description:
Later additional clarifications were received by the company representative. After the lead was replaced, the impedance was ok, but the generator would not come out of output disabled mode. The surgeon again cleaned the lead and reinserted the pin, then performed the test resistor test, but the same message persisted. Switching to another tablet and wand, restarting the tablets, and re interrogating the device. Each time, the device continued to display output-disabled. No, electrocautery was noted to be used during this procedure. The generator was noted to be received by the manufacturer. Analysis has not been completed to date. The lead was not available for return. Based on the new information received from the representative, malfunction coding will also be added to the existing generator that would not clear the output-disabled warning. The high impedance event on the lead will be reported within MFR report number: 1644487-2025-10904 however another report is required to be submitted as a unique malfunction on the generator was alleged. This report for the alleged malfunction of the generator will be submitted within MFR report number: 1644487-2026-10155.

Event description:
Review of the generator's internal data revealed that high impedance was seen on the date of implant. No other relevant information has been received to date.

Event description:
After a recent battery replacement, it was reported that the patient was scheduled for a lead revision, no further details were provided. Later an implant card was obtained that indicated a full revision had occurred (including the newly implanted generator) and the reason for replacement being that high impedance was seen, in tandem with a "therapy disabled" error message on the generator that would not clear. No error messages were reported on association with this, indicating that the disabled therapy is likely related to constraints of ohm's law in the presence of a high impedance condition. The rep had then elaborated on this report adding that the high impedance would not resolved despite multiple troubleshooting steps (troubleshooting steps unknown). The suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.